Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. There was no additional adverse patient effects reported. This ra lead remains in service. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).